Event description:
It was reported the customer has been experiencing fluctuating blood glucose levels (30-490 mg/dl). Customer has been working with his endocrinologist on his pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.